Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for air bubbles. Customer was stated that air bubbles was noticed during filling reservoir with insulin. The reservoir will not be returned for analysis.